Event description:
Gore-tex vascular graft was implanted as an axillo-femoral bypass. A gore tunneler was used for the tunneling. Intraoperatively, bleeding was observed from the t-junction of the graft. At first, the physician didn't identify the bleeding part. He cut down the skin (from the axillary side) to search for the cause of blood-loss. After several attempts, he found the blood-loss was from t-junction of the graft. When the surgeon identified the bleeding part, he repaired it with gore suture and fibrinogen (tacho comb) on the t-junction of the graft. The pt was administered blood transfusion. The pt developed some subcutaneous hemorrhages and edema. The pt was nauseous due to the blood transfusion. However, as of (B)(6) 2011, the pt was doing well. The physician doesn't think the graft was defective and the bleeding occurred due to his manipulation of the graft. After tunneling, he pulled the graft up and down under the skin to adjust the position. The physician commented that this might have contributed to the damage and bleeding from t-junction. The surgeon believed the coating and suturing at the t-junction was strong.